Manufacturer narrative:
Although none of the products for this complaint were returned for evaluation, an evaluation was conducted on the possible root case for the complaint. According to the evaluation, the device history records (DHR) for both parts were reviewed and no non-conformances were found. This includes a review of the labeling and bill of material which both had no issues. There were corrections made to the print that was attached to the DHR for cp-2062. The corrections changed the part number from cp-2060 to cp-2062 as well as updated some notes. The corrections were made on march 2, 2016, the part was inspected on march 3, 2016, and the part was packaged and labeled on march 4, 2016. As the part went through inspection, packaging and label, and final inspection, it is not likely the corrections would have caused the mixed product. According to the evaluation, the potential product mix was noticed after sterile processing in which the products are removed from their original packaging. The implants arrived to the hospital and were processed in sterile processing on the same day. The implants could have been mixed in sterile processing at the hospital. According to the evaluation, the complaint cannot be verified as the parts were not returned and there is no substantial evidence of the event occurring. The most likely cause of the complaint is switching of the implants during sterile processing. There are no indications of manufacturing defects. Based on the evaluation, the following were updated: MFR's contact info, date received by MFR., if follow up, what type?, evaluation codes. This is report 1 of 2 for the same event. Report 2 is reported on MFR #0001032347-2016-00158-1.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report one of two or the same event; see also 0001032347-2016-00158. Device remains implanted.

Event description:
The sales associate reported two custom mandible plates were delivered to the hospital on the same day. He reports the implants were mixed/packaged in the incorrect box. Both implants were sterilized prior to the cases and the surgical team was able to implant the correct device to the correct patient. No adverse events were reported.